Manufacturer narrative:
Facility experienced an event with an endopath dilating tip trocar while performing a diagnostic lap. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #970184. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition conforming, desufflation lever condition conforming, inner gasket condition conforming, latch condtion conforming, obturator condition conforming, outer gasket condtion conforming, reset button condtion conforming, sleeve condtioin conforming, stopcock condition closed, trocar condition conforming. Functional tests & results: does safety shield retract conforming, flapper door functional conforming, lockout functional conforming. Analysis conclusion: the instrument was recyled repeatedly and it functioned as intended, the incident could not be repeated. Co reviewse each incident as it occurs in an effort to continuously improve the products.

Event description:
During a diagnostic laparoscope, after insertion of the 511sd into the abdomen, the safety shield did not retract to cover the blade. The trocar obturator was removed and the case was completed. There was no consequence to the pt.